Manufacturer narrative:
On (B)(4) 2014, isi attempted to submit this report on time within reporting timeframe; however, the esg downtime that occurred from (B)(4) 2014 3:43 pm est through thursday (B)(4) 2014 3:00 am est prevented isi to submit this report on time.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's monopolar yaw pulley had thermal damage. The instrument's conductor cap had thermal damage. The instrument had thermal damage at both the yaw pulley and the conductor cap. The instrument passed the electrical continuity test. Failure analysis investigation also found a damaged conductor wire. Failure analysis concluded that the energy likely released at the location of the damaged wire. As a result of charring, the deformation of the plastic exhibited areas where material was missing.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the instrument started to spark during the case. The instrument charred at the tip. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event of the instrument sparking, however no further information could be provided.